Event description:
It was reported by the patient that their cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion and a lead was extracted for an unspecified reason. The crt-p was explanted and replaced. The patient further reported that anotherlead was "taken off" for an unspecified reason and then another lead broke. The lead that was "taken off" and the lead that broke remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.